Event description:
It was reported that the asymptomatic patient's implantable cardioverter defibrillator exhibited episodes of myopotential oversensing resulting in pacing inhibition. The device was reprogrammed and the patient will continue to be monitored with routine follow-ups.

Event description:
New information received on may 31, 2018 indicates that the asymptomatic patient presented in clinic on (B)(6) 2018 and the recommended programming changes were performed.